Event description:
It was reported that the cassette line because disconnected from the supply bag. The event occurred during set up on the home choice (hc). The home patient (hp) was not connected. The technical service representative (tsr) advised the care giver (cg) to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.